Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hartmann's procedure, three clips formed ok. The 4th clip was not fully formed, so it was removed. The next few clips did not form at all and were completely open. Another clip applier was used. There were no adverse consequences for the patient.